Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, vasospasm occurred and after the right ventricular (rv) lead was inserted, the shape of the steel wire was straightened and could not cross the valve. After the valve was crossed, the threshold was high for multiple attempts. After troubleshooting, the thresholds remained high. It was noted that the lead tip was bent to the point that it could not screw out and the helix was broken. The lead was not used, and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5; h6 device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, vasospasm occurred and after the right ventricular (rv) lead was inserted, the shape of the steel wire was straightened and could not cross the valve. After the valve was crossed, the threshold was high for multiple attempts. After troubleshooting, the thresholds remained high. It was noted that the lead tip was bent to the point that it could not screw out and the helix was broken. The lead was not used, and another lead was implanted. No further patient complications have been reported as a result of this event. It was additionally clarified that the steel wire was a guidewire. The reported straightening of the wire suggested vasospasm which may be associated with the poor subsequent electrical parameters. Inability to capture was also noted.